Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber late in the platelet collection. Additionally, the signals from the level sensors indicate a shift in reservoir volume at roughly 72 minutes showing that the reservoir was filling more slowly than expected and ultimately this led to the three level sensor error alerts later in the collection. This shift in reservoir volume may have been due to an occlusion or air block in the centrifuge that also disrupted the steady state of the system. It cannot be ruled out that this disruption in steady state contributed to the observed signals from the lrs chamber late in platelet collection investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4) the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h10 and h6. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber late in the platelet collection. Additionally, the signals from the level sensors indicate a shift in reservoir volume at roughly 72 minutes showing that the reservoir was filling more slowly than expected and ultimately this led to the three level sensor error alerts later in the collection. This shift in reservoir volume may have been due to an occlusion or air block in the centrifuge that also disrupted the steady state of the system. It cannot be ruled out that this disruption in steady state contributed to the observed signals from the lrs chamber late in platelet collection.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.